Event description:
The manufacturer received information alleging a ventilator had critical errors. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log contained a ventilator service required error. This indicates the internal battery has permanently failed. This is reportable as this may impact therapy. Repairs have not been made at this time. A follow up report will be performed when repairs are completed.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator had critical errors. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log contained a ventilator service required error. The internal lithium ion battery, inlet air path assembly, rubber foot, and removable air path foam were replaced to repair the device.